Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. A revision procedure was performed at which it was noted the lead was not sutured down and had pulled back. It was unknown if the patient was symptomatic due to the loss of bi-ventricular pacing. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.